Event description:
Information received indicates during a preventive maintenance check, the technician found a high ground reading on the bed.

Manufacturer narrative:
The technician replaced the ac power cord plug to repair the bed.